Manufacturer narrative:
The evaluation noted that revision reported was likely the result of third body wear and rotational mismatch between the femoral and tibial components which led to prosthesis wear and instability. However, this cannot be confirmed because the component was not returned for evaluation. The most probable root cause associated with the reported event of " prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Event description:
As reported, approximately 4 years postop the initial l tka, the surgeon conducted a revision knee surgery that consisted of only a polyethylene swap that was placed in on (B)(6) 2017 for this male patient. The patient was complaining of instability and discomfort when walking up and down stairs. To address these concerns surgeon, replaced the size 3.5 (9mm) cr tibial insert with a size 3.5 (11mm) crc tibial insert. Upon removal of the old insert, it was noted that there was wear on the posterior-medial aspect of the insert. Patient was last known to be in stable condition following the event. The device will not be returned for evaluation due to patient requested that the insert was returned to him post-op.